Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a fluid-filled cyst overlying his right implant from chronic irritation. Re-implantation is scheduled.

Event description:
The user has a fluid-filled cyst overlying his right implant from chronic irritation. The user is not hearing well and would occasionally get static and loss of connection of the device. The device was removed on (B)(6) 2018 due to cyst growth over the implant, infection and recent sound quality degradation. A full insertion of the new array was achieved. The user is healing well since the procedure. Additional information stated that the surgeon reported the user is doing fine and that he is not aware of any risk factors. No further information was provided.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the information received from the field the device was explanted to due cyst growth over the implant, infection and recent sound quality degradation. No available information is pointing to the device having caused or contributed to the observed symptoms, and subsequent explantation, since the onset of the symptoms was more than nine years after implantation. Given the otherwise extremely prolonged incubation period, the source of the infection was most likely a relatively recent device unrelated medical condition. Further, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. In addition information on the implant registration card states that a full insertion of the electrode array was not achieved at initial implantation. Reportedly two channels were left outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.